Event description:
On (B)(6) 2014, customer phone ameda stating her purely yours ultra breast pump gradually began to lose suction resulting in a decreased milk output with subsequent mastitis 3 weeks ago. Customer reports she has exclusively pumped with the purely (B)(6) 2014 at the emergency room which was treated with antibiotics.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.